Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
The customer reported the device shows a red x with a chirp at times. We are considering this to be a self-test failure. There was no patient involvement.